Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was admitted to the hospital for syncope. A health care professional (hcp) contacted boston scientific technical services (ts) and noted that no stored episodes were observed in device memory, however, loss of capture (loc) and pacing inhibition was observed on another manufacturer's right ventricular (rv) lead on a presenting electrogram (egm). The loc was felt to be the cause of syncope and device outputs were noted to be insufficient for the rv lead. Programming changes were made. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced and the rv lead was surgically abandoned and replaced four months later.